Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) (B)(4) on behalf of her husband (the patient) alleging a meter reverting to setup mode issue with a one touch verio meter. A follow-up contact was made by a lfs representative with the reporter on (B)(6) 2012. However, the reporter refused to provide any additional information. The patient manages his diabetes with self-adjusted insulin. The reporter indicated that the alleged issue started on (B)(6) 2012, at an unspecified time. As a result of the alleged issue, the patient administered self-care by taking his insulin as normal. It is unknown what type of insulin he took, what dosage was taken, and what date/time the insulin was administered. According to the reporter, the patient allegedly developed symptoms and required medical services since he was unable to test his blood glucose (bg). On (B)(6) 2012, emergency medical services (ems) reportedly treated the patient with oxygen. No other treatment was reported. The patient's bg was tested on an unidentified ems meter and a result of "15" was obtained. The reporter also alleged that the patient developed "hypo" symptoms of a cold sweat, tiredness, and drowsiness 3 days after the alleged issue began. The patient mentioned that the patient was currently in a hospital during the initial contact with lfs. It is unknown at this time why the patient was in the hospital. The alleged issue was resolved with troubleshooting. The subject meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, it is unknown if use-error contributed to the patient's injury considering the alleged issue was resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed; however, the meter was found to have a damaged pcb that may have caused intermittent power issues. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patient's meter has been returned and evaluated by lifescan (lfs) product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. The subject test strips were also returned to lfs. However, the test strips were not evaluated since the alleged complaint refers to a meter issue only. In addition, it was determined that the meter associated with this complaint belongs to lot # b1103009x. The DHR for this lot was reviewed and no nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.